Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue medication. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist checked myqlink and identified that the medication was not assigned to the machine, then remoted into the system and reviewed the cubie administration, where it was confirmed that the medication did not exist. The customer was advised to contact the pharmacy to report the issue, and it was suggested to either have the medication restocked or request a stat order for the patient.